Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open sores under the front two electrodes. It was reported that the sores drained fluid/blood. The patient also reported that garment rubs against skin and leaves imprints from the equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the lifevest to allow the skin to heal. The patient confirmed that the skin irritation improved upon following the physician's recommendations.